Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had spent 5 nights in a row not getting any sleep and mentioned that the sensor readings have been far off from the blood glucose readings. Customer stated that it was consistently 30-40 points off. Customer stated that the threshold suspend alarm would off but his blood glucose was not really in the 90's mg/dl. Customer would treat for a low blood glucose and then he had to stay up all night trying to bring his blood glucose down. Customer stated that he is starting to get sore spots and welts in his stomach area from the infusion sets and sensors. Customer was discussed the acceptable range of difference in readings.